Event description:
Spontaneous communication. The patient¿s husband reported that the freedom pump broke. The patient¿s husband did not report the details of the occurrence. There were no missed doses or adverse drug events reported it is unknown if the defective device is available on hand for return. Pump serial number was not reported. No further information was provided. Indication: common variable immunodeficiency, unspecified; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by: patient/caregiver.